Manufacturer narrative:
The insulin pump was received with a failed self test alarm during self test due to faulty radio frequency board. Pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The device was also received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported via phone call that the insulin pump alarmed failed self test. The customer's blood glucose was unknown at the time of incident. The customer performed self test and passed. The insulin pump was returned for analysis.